Event description:
Caller reported alarm 2 followed by alarm 26, indicating an issue with occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to perform a series of troubleshooting steps, including disconnecting the tubing, tightening connections, and delivering boluses to clear occlusions. Despite recurring alarms, the boluses were eventually completed successfully. The customer was advised to replace supplies as necessary and resume insulin therapy.